Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an error alarm on the insulin pump. Self test was performed and passed. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.